Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tapping of the sacral-alar-iliac screws were recommended but not completed. On final positioning of screw, the tip of the driver stripped. This happened on both sai screws 179712099. The gearshift was being used to create a pilot hole at s1. The gearshift bent when it encountered hard bone. Device was returned for examination. Upon receipt was noted through visual examination that tip of the driver was broken off. No report of any adverse consequences to a patient and delay in procedure of only 10 minutes was reported. However, instrument tip breakage has been known to result in the tip of the instrument remaining in the patient and poses an increased risk of implant corrosion.

Manufacturer narrative:
Viper universal polyaxial driver (product code: 2797-34-000n, lot number: gm4177301) was returned to the complaints handling unit (chu). Driver featured a broken tip and was subsequently submitted for fracture analysis. The broken tip was not returned. Optical imaging of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a shear torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. This may have occurred due to unexpectedly high amounts of force applied during tightening. Driver met hardness specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and information available. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. This may have occurred due to unexpectedly high amounts of force applied during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.